Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic insufficiency was severe central regurgitation. Endocarditis was not confirmed, however was suspected in the past. The blood culture was negative and no vegetation was seen on echocardiogram.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 6 months following the implant of a transcatheter valve, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed thrombus/pannus/plaque formation on the valve leaflets. Subsequently, the patient was discharged home with plan to surgically explant the valve. However, the patient returned to the hospital in cardiac arrest and died.

Manufacturer narrative:
Updated b.2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the failure of the valve was aortic insufficiency. The final implant depth of the valve was 6.2 mm on the non-coronary cusp (ncc) and 7.2 on the left coronary cusp (lcc). It is unknown if thrombus was present or if leaflets thickened due to previous undetected endocarditis. Eliquis was used following the valve implant. Approximately four years and seven months post valve implant, cardiac arrest occurred and the patient died. Per the physician, the cause of the death was due to decompensated heart failure due to severe aortic insufficiency from valve failure.

Manufacturer narrative:
Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.